Event description:
It was reported that the bolt by where legs go up and down keeps coming out of bracket. They have tried tightening and keeps coming out. Head part when going up and doing makes a squeak sound.

Manufacturer narrative:
It was reported that the bolt by where legs go up and down keeps coming out of bracket. They have tried tightening and keeps coming out. Head part when going up and doing makes a squeak sound. Per video provided it seems like the hinge on foot spring assembly is missing a bolt or rivet. Also it seems from the same section the squeaking sound seems to be coming from the foot spring assembly since the hinge is missing a bolt not from the head. Called customer to confirm where the squeaking noises are coming from, they stated it is coming from the head section.